Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead exhibited dislodgement post implant. X-ray was performed on (B)(6) 2019 which confirmed lead dislodgement. The lead was explanted and the device's left ventricular port was capped. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.